Event description:
It was reported via a medwatch report that during a surgical procedure the blade broke at the mount. It was further reported that there were no adverse consequences as a result of this event. No further info was provided.

Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval. Lot number info has not been provided to permit further investigation. The root cause is multi-factorial.